Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after car accident. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eight months later, a single intraoperative spot film shows a bard g2 retrievable inferior vena cava filter in the lower inferior vena cava. After one year, a computed tomography of abdomen and pelvis was performed for right upper quadrant pain. The study showed that inferior vena cava filter was noted. After six days, a computed tomography study of abdomen was performed which showed inferior vena cava filter in place with occlusion of the inferior vena cava at the level of the filter. After three days, an x-ray abdomen was performed for abdominal pain. The study showed that inferior vena cava filter was noted. After three days, an x-ray abdomen was performed which showed inferior vena cava filter was noted at the level of l3-l4 disc space. After one year and three months, a computed tomography of lumbar spine was performed which showed inferior vena cava filter was noted. Majority of the limbs of the filter extend beyond the walls of the inferior vena cava. One limb appears to extend into the aorta and one limb extends either into the right aspect of the inferior endplate of l3 or into an adjacent osteophyte. One limb penetrates the anterior/superior corner of l4 and extends into the anterior aspect of the vertebral body. After four months, patient presented with the complaints of right lower quadrant abdominal pain. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted. On the next day, an x-ray coccyx was performed which showed portion of a filter device was visualized on the lateral view. A computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted with venous collaterals present within the right iliac and perirenal regions as well as within the chest wall. After one year and eight months, a computed tomography angiogram of chest was performed for chest pain. The study showed that no evidence of pulmonary embolism. After five months, a computed tomography angiogram of chest was performed for dyspnea and chest pain. The study showed that no evidence of pulmonary embolism. After six years, patient presented with the complaints of back pain. Therefore, the investigation is confirmed for the alleged filter occlusion and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.